Event description:
It was reported the catheter was inserted into the patient and approximately three milliliters of distilled water was injected into the retention balloon. Two days later, the hospital staff attempted to deflate the retention balloon but were unable to. The staff then attempted to deflate the retention balloon by cutting the inflation funnel but were unsuccessful. Finally, a 'thin wire' was inserted through the inflation funnel and the retention balloon was deflated. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.